Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) needed their implant replaced and they didn't know how to go about getting the implant replaced. Pt reported their implanting doctor, but they did the implant like 9 years ago. Pt doesn't have a managing hcp at this time. Pt mentioned speaking to someone about getting their implant replaced last year. Pt said the implant needed to be replaced due to normal battery depletion. Pss flagging call as implant is needing to be replaced before the expected 9 years battery life. Pt representative called back and stated pt's ins needed to be replaced and mentioned that dr. (B)(6) installed the pt's ins, but dr. (B)(6) may be in a different location now so the pt was trying to find a physician to replace their ins. Caller also stated pt had back surgery and another issue and pt was in terrible shape. Caller mentioned the doctor did not think that the surgery and other issue was related to the medtronic device. Caller also stated the battery was dead and unexpected and pt had trouble since their surgery in february, so caller inquired pain management clinics and ps reviewed physician listing information. Caller also inquired pt's implant date and ps reviewed information. Ps closed case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.